Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device had no ac power. There was no patient involvement.